Manufacturer narrative:
(B)(4). The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4). There was no issue to remove the device from tissue. However, it was not possible to open the device to use it on tissue again.

Event description:
It was reported that during a vaginal hysterectomy procedure, instrument could not be opened again. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.